Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported pericardial effusion appears to be related to procedural conditions. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as pericardiocentesis was performed to treat the pericardial effusion. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflets. Following transseptal puncture, a mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was then inserted. However, a pericardial effusion was observed. To treat the pericardial effusion, pericardiocentesis was performed, and the patient was stabilized. The second clip was deployed on the mitral valve, reducing mr to trace. In the physician¿s opinion, the pericardial effusion was due to the transseptal puncture. There were no device issues. There was no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflets. Following transseptal puncture, a mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was then inserted. However, a pericardial effusion was observed. To treat the pericardial effusion, pericardiocentesis was performed, and the patient was stabilized. The second clip was deployed on the mitral valve, reducing mr to trace. In the physician¿s opinion, the pericardial effusion was due to the transseptal puncture. There were no device issues. There was no clinically significant delay in the procedure. The patient was reported to be discharged.